Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen rotating hinge knee femoral component cat#: 00588001501, lot#: 61511043, nexgen femoral augments cat#: 00599003510, lot#: 61338227, nexgen femoral augments cat#: 00599003510, lot#: 61643130, nexgen stem extension cat#: 00598801112, lot#: 60592147, nexgen posterior femoral augument block cat#: 00599003501, lot#: 60308650, trabecular metal cone stepped cat#: 00545005921 lot#:61308751, nexgen rotating hinge tibial component precoat cat#: 00588000500 lot#: 61573903, nexgen rotating hinge articular surface with hinge post extension cat#: 00588005020 lot#: 61339220, nexgen stem extension cat#: 32598801215 lot#: 94000020, threaded plug cat#: unknown lot#: unknown. Foreign: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 ¿ 00506, 0001822565-2018-00507, 0001822565 - 2018 ¿ 00508, 0001822565-2018-00509, 0001822565-2018-02509.

Event description:
It was reported that the patient was revised eight years after knee arthroplasty due to femoral cone fracture and disassociation of femoral components.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product remains implanted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of the x-rays by private hcp indicates that there is a left total knee arthroplasty with fractured femoral component at the junction of the femoral shaft and femoral cone with anterior translation of the femoral cone. There appears to be a fracture at the junction of the femoral diaphysis and metaphysis as well in this region. Suggestion of significant radiolucency surrounding the femoral cone, possibly evidence of osteolysis. Tibial component demonstrates possible subsidence with a metallic fragment seen posteriorly on the lateral film. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.